Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's buttons did not respond. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unable to verify button keypad unresponsive due to flashing white light. The insulin pump received with a constant flashing white light on the display due to vertical cracked lcd controller printed circuit board. The insulin pump received with minor scratched lcd window, scratched case and pillowing keypad overlay.